Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic handpiece with metal part or small particle came out of tip during surgery that required medical / surgical intervention. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information was provided in sections b.5, h.6 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (particulates) does not require any surgical intervention for removal from eye and its is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 2028159-2025-00780. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received that the event happened during cataract surgery. Surgical intervention was inadvertently marked as 'yes' in complaint form. No surgical intervention, surgery was completed on the same day of event. Surgery was completed by removing the metal material by washing with balanced salt solution. No patient impact was reported.